Manufacturer narrative:
(B)(4) (cuvette lot h0jac232), and (B)(4) (cuvette lot h0jac239). Method: device history record, ncmr, CAPA and complaint history evaluated. Result: record evaluation completed. Complaint could not be confirmed. Conclusion: given the circumstances of the reported event, a causal association with the device is unlikely. Itc has requested all data required for form 3500a.

Event description:
Hcp reports that patient act values recorded during ECMO have been running lower than expected based on heparin dose. Infant born with hypoplastic left heart syndrome. Post surgical intervention, the patient was supported on ECMO therapy for 48 hours. Heparin was administered to satisfy anticoagulation requirements. A protocol of an initial bolus of 10 units/kg followed by an intravenous drip of 10 u/kg/hr and adjusted as needed (heparin concentration 100 u/ml). Serial act+ tests were measured on the hemochron signature elite device to titrate an act target range between 120-200 seconds. Heparin therapy was maintained to achieve desired anticoagulation successfully. As per the healthcare facility, the patient's death was a result of the congenital cardiac anomaly and subsequent complications of this pathology/interventions. Qc testing of the instrument prior to and subsequent to the event passed.